Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that he has been having elevated blood glucose levels for four weeks. The pt's mother thinks the insulin infusion device is not delivering enough insulin. The pt's normal blood glucose range is 120 - 130 mg/dl. It has been elevated as high as 487 mg/dl which he corrected utilizing a manual insulin injection. The blood glucose level went down to 130 mg/dl in the evening and the following morning it had risen to 400 mg/dl and the pt had not drank or eaten anything. When the pt is having trouble he changes the infusion set every day. Normally he changes both the insulin cartridge and the infusion tubing every five days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.